Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that implant was removed due to fracture. Tooth location 13.

Manufacturer narrative:
Two impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) were returned for investigation. Visual inspection of the as returned product identified signs of damage and debris about both implants at the threads. One implant is cracked at the collar while the other is fully fractured. No pre-existing conditions were noted on the per. The reported product was located on tooth #13 and used for approximately 14.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 0506809. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (0506809) for similar event and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsvb13). Therefore, based on the available information, device malfunction has occurred and the reported fracture event was confirmed. The most likely cause for the events is patient parafunction over the course of 14.5 years. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: g7: checked "follow-up."

Event description:
No further event information available at the time of this report.